Event description:
The surgeon was pulling the left breast drain. Upon removing the drain, the internal drain piece separated from the clear external drain tubing. The patient went back to the or for removal of the internal drain piece, which was removed with no complications. Note: the original packaging was discarded. We are not 100% sure, but it apppears the lot# submitted is correct, as the or looked through several packages, and they were all the same lot #.====================== health professional's impression======================the surgeon stated she was pulling on the drain in order to remove it to apply compression. She felt a "snap" right where the drain is fused to the tube. She says she has been doing this for ten years.